Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duopa treatment started (B)(6) 2018. It was reported (B)(6) 2020 that the patient developed redness of the stoma site after tubing insertion and prior to duopa titration. A fungal stoma infection followed and patient was prescribed oral flucanozole 100mg approximately two weeks ago. There was a leak at the y-connector and both the peg and j-tubes were replaced on (B)(6) 2020.